Manufacturer narrative:
Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 730 ohms from (B)(4) 2014, rises out of range (> 3000 ohms) starting 16-oct-2014. Average impedance between may-2013 and (B)(4) 2014 is stable at 2550 ohms. Unclear if lead was reprogrammed in that time. Analysis of the lead found that the distal conductor of the lead developed a fracture due to flexing while in vivo, and the proximal conductor of the lead developed a fracture due to flexing while in vivo; proximal segment returned and analyzed.

Event description:
It was further reported that lv lead and ICD were both removed and replaced.

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The lv pace impedance was steady at 730 ohms from (B)(6) 2014. The impedance rises out of range (>3000 ohms) starting (B)(6) 2014. The average impedance between (B)(6) 2013 and (B)(6) 2014 is stable at 2550 ohms. Unclear if lead was reprogrammed in that time. (B)(4).

Event description:
It was further reported that the lead impedance was high and a fracture was suspected.

Event description:
It was reported that there was an alarm on the left ventricular (lv) lead for high impedance that had spiked. The lead was reprogrammed. Later, the patient was experiencing diaphragmatic stimulation with every pace. There was question as to the integrity of the lead. The lead was reprogrammed and remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) was implanted for a little over two years with a longevity estimate that was unexpected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).